Event description:
It was reported the system is not turning on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram card and reloaded software. System operates as intended.